Event description:
The customer reported via phone call that the pump was pushing a lot slower. Customer's blood glucose was reading high at 394 mg/dl and he changed his set. When the pump was pumping, it made a sound and only 2 small drops of insulin came out. Customer's current blood glucose is 250 mg/dl. Customer had a tummy ache and stated that he had been taking insulin through insulin pens. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to check his settings. The pump ran correctly during a fill cannula. The customer decided to keep the pump and stated that he did go to the hospital due to an ammonia shot that caused his blood glucose to go high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.